Event description:
A report was received that the patient was explanted due to infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, (B)(4), model description: artisan surgical lead with platnalock technology - 50cm. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.